Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following cataract surgery with intraocular lens (iol) implantation procedure, there was power deviation. The lens was exchanged with unknown iol after the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that the iol was exchanged for the same lens model but a diopter less power indicating the correct lens power was not implanted initially. There is no reported defect or fault with the iol

Manufacturer narrative:
Additional information was provided in b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).